Manufacturer narrative:
Pump error 4 alarm and pump error 63 alarm (variableinfo=3) confirmed in the insulin pump history due to broken trace. Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error 53 alarm found in the insulin pump history due to software error. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had multiple pump error alarm. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was performed self test and did not pass. Customer states that insulin pump did not vibrate and beep. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.